Event description:
A customer reported receiving unspecified low readings from the adc device. The customer felt hypoglycemic and was taken to the hospital where she was treated with orange juice. After an unspecified amount of time, a sensor scan reading of 53 mg/dl was taken in comparison to a healthcare meter reading of 440 mg/dl; these results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was subsequently treated with IV insulin, saline, and calcium for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.